Manufacturer narrative:
The reported event of failure to advance a stylet down the lead was confirmed. As received, a complete lead was returned in one piece. X-ray inspection of the lead found overtorque the inner coil inside the connector region consistent with procedural damage. Stylet insertion test was unable to be performed due to the overtorqued inner coil inside the connector region. The cause of the reported event was isolated to the overtorque of the inner coil.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine implant of the right atrial lead. The physician attempted to deploy the lead using the stylet. However, after multiple attempts using various stylets it was clear that the that it was impossible to advance the stylet down the lead. A replacement lead was used to complete the procedure. There were no patient consequences.